Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported that the ventilator would not operate on battery power. There was no patient involvement. The customer troubleshot with technical support and verified the battery volts is good on the pneumatic screen. The unit will not power on if alternating current (ac) power is not connected. The service engineer (se) inspected the device. The se found the unit would not power on and di not indicate being powered with the power indicator light when it was plugged into ac. The se replaced the power management (pm) board and front bezel to address the battery light indicator. After replacing the pm board the se found the battery was only at 9.1 volts and the unit only had 30 units. The battery voltage was only at 9.99, the se advised the customer to charge the unit overnight or replace the battery. Upon a follow up the se advised the customer to replace the battery as it was still at 9.99 volts. The customer stated that a battery was ordered.